Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 171 mg/dl at time of reporting. Nothing further reported.